Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to high out of range impedances greater than 2000 ohms. No additional adverse patient effects were reported.